Event description:
As reported, the physician was doing a percutaneous coronary intervention (pci) when the empira nc rx ptca 10 x 3.25 balloon ruptured during post-dilatation. The catheter shaft also broke into two pieces as it was being pulled out so a snare had to be used to remove the distal portion that was disconnected from the proximal shaft. The device is available to be sent back for investigation. Are procedural images are available but images cannot be released. There was no difficulty removing the product from the hoop. There was no difficulty removing the protective balloon cover. There was no difficulty removing the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product into the patient. The device was prepared as specified by the instructions for use. The product looked normal when removed from its packaging. The device was properly prepped. The device prepped normally (i.e. Maintain negative pressure). The contrast to saline ratio was 50-50. The inflation device used was an indeflator. The same indeflator was used successfully with other devices. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve. Resistance was not met while advancing the device. Excessive torquing was not required. The device did not kink in the area of separation. The lesion was calcified. There was vessel tortuosity. The percentage of stenosis was 90%. The device was not used for a chronic total occlusion (total occlusion >3 months). There was no difficulty advancing the balloon catheter through the vessel. There was no difficulty crossing the lesion. The catheter was not in an acute bend. The balloon inflated normally. The maximum inflation pressure was 22 atm. Resistance was met while withdrawing the device. The product was not removed intact (in one piece) from the patient. A snare was used to remove the device that was left inside the patient. The patient is in good condition.

Manufacturer narrative:
This supplemental report was created in error. The final report was submitted by the importer under MFR # (B)(4). Therefore no additional information will be forthcoming.